Manufacturer narrative:
Unique identifiers have not been provided to date. In order to conduct a comprehensive batch records analysis, this information is needed. If additional information becomes available, a follow-up report will be submitted.

Event description:
On 12/19/2023, rti surgical, inc. And tutogen medical gmbh (tmi), a wholly subsidiary of rti surgical, received a complaint from zimvie UK. The reported complaint indicated that the patient underwent a dental procedure at tooth sites #35-37. A puros® allograft customized block and a copios pericardium membrane were implanted. On an unknown date, the patient developed an infection, wound dehiscence exposing the bone block and non-integration. The patient will have to return at a future date to complete the procedure. To date, no additional information has been provided to rti for review.